Event description:
The crew arrived on scene of a person described as in cardiac arrest reported to have been down for approximately 15 minutes unassisted. Reportedly, when the device was connected to the patient through combination electrodes, a connect electrodes prompt was observed. The operator immediately switched to monitor the patient through ECG leads. The patient was diagnosed in asystole at this time. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the use, due to lack of patient viability.